Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed a crack on the venous connector was detected. The reported condition was verified. The cause of the reported condition was undetermined. A device history review revealed no issues that could have caused or contributed to the reported issue. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported at the start of continuous renal replacement therapy (crrt) using a gamcath short term catheter, an external blood leak was observed at the catheter line with the blue clamp. Treatment was ended. There was no report of patient injury or medical intervention associated with this event. No additional information is available.